Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clip ejected (could retrieve from the patient). Another clip applier was used to complete the case. There was no consequence to the patient.